Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced low blood glucose level due to air bubbles in infusion set event on (B)(6) 2026. The site of insertion was leg. The patient's blood glucose level was 16 mg/dl and was treated manually. No further information available.